Manufacturer narrative:
(B)(4).

Event description:
The valve was explanted due to aortic stenosis, pannus, and elevated gradients observed on echocardiogram. The valve was explanted and replaced with a 23mm sjm epic supra valve. The patient is in stable condition following the procedure.

Manufacturer narrative:
The results of this investigation concluded fibrous thickening on cusp 1, outflow thrombus on all cusps, fibrous pannus ingrowth on the inflow surfaces of cusps 2 and 3, and a thin layer of fibrin on the inflow and outflow surfaces of cusp 1. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and thrombus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrin, pannus, and thrombus formation remains unknown.